Event description:
The customer reported that their device had a broken pin within the therapy connector assembly. This would potentially affect the defibrillation energy delivery of the device. There was no patient use associated with the reported device issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed therapy connector assembly and observed that a low voltage pin from a therapy cable assembly was stuck within the connector. This prohibited any other therapy cable from being connected to the device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.